Event description:
Device history record was reviewed and nothing linked to the reported event was observed. Provided device log was reviewed but data is insufficient to confirm the reported event. The reported device was not sent back to brézins for investigation as this complaint was first raised by the customer as an IV set complaint and was not kept aside by the clinician. Because the safeclip on the IV set is opened and closed through a mechanical process when opening and closing the pump door, fk local team thought it would be helpful to check the pump to ensure this function on the pump was working as intended hence the reported event on the device. Provided additional information were as follows : no issue with ocs test at start of infusion. No alarm was triggered. The infusion was stopped by the nurse and door was opened to remove the tubing set. The free flow was noticed in the drip chamber. The blue clamp on the line somehow remained open. As device was not isolated after the event its serial number was identified through reviewing analytics data that matches date of incident and infusion criteria. It was also mentioned that the user had tried to reproduced the event but did not manage to. The device was never taken out of use after the event and no similar issue has been reported since. Due to the lack of evidence the cause of this event remains unknown. To our knowledge no patient consequences have been reported. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
When infusion was stopped, the pump door was opened and the drip free flowed. The blue clamp on the line somehow remained open.